Event description:
An endurant stent graft system were implanted for the endovascular treatment of a 6.2 cm diameter abdominal aortic aneurysm. It was reported that on a 1-year post-operative follow up, the aneurysm was 62 mm in diameter with no change in size. There was no endoleak. Another post-operative follow up was done approximately six months later and aneurysm enlargement was confirmed. The aneurysm was enlarged from 62 mm to 69 mm, however, there was no endoleak confirmed during the check up. The endurant stent grafts were explanted through open surgery and replaced with a synthetic vessel. The suprarenal stent struts were left in the vessel. Per the physician, there was no thrombus inside the aneurysm, but the aneurysm was filled with brownish-red color liquid which did not seem like blood. There was no serous or clear fluid noted in the aneurysm sac. During the open surgery, type ii endoleak from lumbar artery was confirmed. Per the physician, the endurant stent graft had been in patient for one year without issue. The physician stated tha t the cause of aneurysm enlargement might be related to another factor other than the pressure of the vessel wall led by endoleak, but the physician was unable to specify. No additional clinical sequelae was reported and the patient is fine.

Manufacturer narrative:
(B)(4). Event date unknown (month and year valid). Explant date unknown (month and year valid).